Event description:
On 3/5: customer reports fluoro failed during a patient procedure. No further information available. Procedure was completed with portable c-arm fluoro. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the no fluoro issue to a splash crash error. Fse repaired the splash shroud to prevent the crash error from repeating. Upon fse correcting the splash crash error problem, fluoro was restored. Fse checked and verified system for proper operation using hut dr service manual 4041004. System returned to full service by the customer.